Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Emdr retraction: this emdr is being submitted to retract emdr with patient ID (B)(6) (mfg report number: 9618003-2024-02736) because submission status was not confirmed at that time for the already submitted emdr with patient ID (B)(6) (mfg report number: 9618003-2024-02694), which was submitted on 22 aug 2024. Hence, this emdr will be retracted. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
E1: complainant phone: (B)(6). Complainant country: china. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that after pasting, the dressing did not absorbed the seepage and did not show whiteness, and secretions exist under the dressing. The consumer also stated that when gently pressed, there was a feeling of fluctuation and when vigorously pressed, it would flow out from the side, resulting in soaking around the wound. The product was used. The photographs depicting the issue were received from the complainant.